Event description:
Medtronic received information that a temporary pacing lead apparently fractured and separated during use, with part of the lead remaining implanted. The limited information was received when a physician called medtronic technical services and asked about magnetic resonance imaging specifications for the device. No adverse patient effects were reported.

Manufacturer narrative:
Return of the portion of the lead that was free of the patient, and additional information, has been requested. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.